Event description:
This is 2 of 2 reports linked to mfg report number: 3004608878-2023-00078. A facility reported a dermatome handpiece (ID dp0810) was not working. It had "shaved" inconsistent skin grafts from patients, resulting in additional grafts having to be taken.

Manufacturer narrative:
The dermatome was returned for evaluation: DHR - the DHR shows no abnormalities related to the reported failure. Failure analysis - received hand piece s-542 without the guard or other kitted items including the power supply, width clip set, tool set, and cord set. Hand piece failed the function test, no power, does not function. The dermatome was found in good condition with normal wear for the age of the device. In service for 1.2 years. The head assembly was found in good condition with minor nicks and scratches. Calibration was found in-tolerance on all calibration points, measuring (-0.0023 cap) and (-0.0024 bushing). Handle assembly was found in good condition but does not function. The motor has seized, pinion gear no longer moves, corrosion found on the bottom plate. Micro switch was found with minor moisture damage without corrosion build up. Oscillating pin has a heavy wear mark from the blade. The reason for return was confirmed as motor failure. Motor is locked, no movement from the pinion gear attached to the motors drive shaft. Root cause - moisture damage found on the micro switch and bottom plate of the motor. Heavy wear mark around the oscillating pin is a sign of overuse or use while the blade is restricted in some way. The damage is limited to a dark ring around the pin from the grommet of the blade. The blade did not scratch or nick the pin.